Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4352 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage at the needle tubing. It was stated this happened with three needles used on three separate patients. Actions taken immediately: stopping the infusions and checking the chamber with difficulty because device almost closed. This report addresses the second of three patients.